Event description:
Complainant alleged that during a routine shift check by a clinician the monitor screen on the device intermittently blanked out. The device was attached to the ac adapter (zoll power charger). The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Zoll technical service department contacted the complainant about the fault happening with a battery installed and the complainant indicated that there was not a battery installed at the time of the fault. The operator's manual for the device contains a warning that informs the powercharger and pd1400 unless a pd4410 battery pack is in place. Please reference the attached copy of page 2 from the operator's manual.